Manufacturer narrative:
This ipg serial number is included in a field advisory. (B)(4).

Event description:
It was reported the patient experienced pain at the ipg site regardless of stimulation on or off. As a result, the patient may undergo surgical intervention.